Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the patient was in ventricular tachycardia (vt) and ventricular tachycardia (vt) and the cardiac resynchronization therapy defibrillator (crt-d) delivered appropriate anti-tachycardia pacing (atp) and shock. The patient was in the hospital and upon review, the patient reported urinary retention, syncope and loss of consciousness. The physician noted that there were decrease in all impedance measurements. The physician also stated that the patient had pleural effusion and a chest drain. Technical services (ts) recommended to perform x-ray imaging of the device and lead system for any visible problems or movement. The patient was hospitalized for treatments and pharmacological therapy optimization. This rv lead currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section d6a implant date. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the patient was in ventricular tachycardia (vt) and ventricular tachycardia (vt) and the cardiac resynchronization therapy defibrillator (crt-d) delivered appropriate anti-tachycardia pacing (atp) and shock. The patient was in the hospital and upon review, the patient reported urinary retention, syncope and loss of consciousness. The physician noted that there were decrease in all impedance measurements. The physician also stated that the patient had pleural effusion and a chest drain. Technical services (ts) recommended to perform x-ray imaging of the device and lead system for any visible problems or movement. The patient was hospitalized for treatments and pharmacological therapy optimization. This rv lead currently remains in service. No adverse patient effects were reported.